Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. A gradual increase was noted in the shock impedance measurements. Additional information was received indicating that the patient has been scheduled for a lead extraction. At this time, the system remains in service. No adverse patient effects were reported

Event description:
Additional information was received indicating that a revision procedure was performed wherein the rv lead was explanted and successfully replaced. The cause of the impedance issue was not conclusively determined. The lead was intact upon visual inspection. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4).